Event description:
The user facility reported that the ceramic piece is broken off the sheath tube. Caller not aware of any pt involvement or injury. Because we could not confirm the pt involvement, we decided to report.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off the sheath tube. The broken piece of ceramic was returned with the unit. A crack is noted on the broken piece of ceramic. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. Also noted are multiple dents along the steel tube. A search of the prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.